Event description:
It was reported that an automated peritoneal dialysis patient experienced fullness, pain and difficulty breathing during dwell 1 of 4. The patient was connected to the homechoice device at the time of the events. Renal therapy services (rts) assisted the caregiver to perform a manual drain. The drain volume (dv) was 1640 ml and the total dv was 2980 ml. The patient reported they felt better after draining. The caregiver resumed therapy. The device was operational, and a swap was not necessary. There was no report of a medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The most likely cause of the reported events was associated with use error, initial drain volume was programmed incorrectly/ less than the recommended 70% of the last fill volume. The homechoice user manual in addition to pd training provided to patients and caregivers contain instructions on how to program the cycler. If the initial drain volume percentage is programmed too low, and the patient is experiencing a low flow situation, the cycler would advance to the next fill cycle with an increased risk of accumulation of fluid in the patient¿s peritoneum. Product labelling warns of the risk of increased intraperitoneal volume (iipv) if drain settings are programmed incorrectly. Should additional relevant information become available, a supplemental report will be submitted.